Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was programmed on (B)(6) 2017 and impedances were fine, but the next day the patient had tremor on the left side of the body, like the therapy was off. Impedances were tested on the day of this report, and impedances on the right side were all greater than 40,000 ohms. An x-ray was planned to check the adaptor and lead/extension connection. There were no falls or trauma related to the issue. No further complications were reported.

Event description:
Additional information was received from the healthcare provider (hcp) indicating that the high impedances and tremors have been resolved. Results of the x-ray indicated no discontinuity of the leads, and the cause of the high impedance was determined to be from converting 4.7 circuits to 8.11 following programming. To resolve the issue the hcp converted back to 4.7.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.